Event description:
Consumer was sitting up and had the heating pad against her back when the pad sparked and burned her shirt and underwear. Consumer stated the product caught fire and burned her back. Consumer stated that the spark came from where the cord meets the pad. Consumer was concerned that this happened before and that the product was defective.